Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2014 as part of the bsc bt registry clinical study. This report is being submitted based on the event of hemoptysis treated with medication. (Medication unknown) on (B)(6) 2014, the patient underwent the second bronchial thermoplasty treatment to the left lower lobe of the lung. No issues were noted with the device. According to the complainant, on (B)(6) 2014 the patient was seen in the emergency room for hemoptysis and was treated with medication (exact type of medication not reported). The event was considered to be resolved on the following day, (B)(6) 2014. Attempts to obtain additional information regarding the type of medication used to treat the event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted baseline spirometry values: visit date: (B)(6) 2014; pre-bronchodilator: fev1: 1.95; fev1 % predicted: 67.60; fvc: 3.74; fvc % predicted: 100.00. Post-bronchodilator: fev1: 2.07; fev1 % predicted: 71.50; fvc: 4.15; fvc % predicted: 110.90. Additional information received on 11mar2016: according to the complainant, on (B)(6) 2014 the patient was seen in the emergency room for hemoptysis. No medication was needed to treat the hemoptysis. The event was considered to be resolved on the following day, (B)(6) 2014.

Manufacturer narrative:
(B)(4). (B)(6). A visual and functional examination of the complaint device could not be performed as the device was disposed and not returned for analysis. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. The dfu lists hemoptysis as a possible adverse event that may occur with the use of this device. Therefore, the most probable root cause classification is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2014 as part of the (B)(4) study. This report is being submitted based on the event of hemoptysis treated with medication. (Medication unknown) on (B)(6) 2014, the patient underwent the second bronchial thermoplasty treatment to the left lower lobe of the lung. No issues were noted with the device. According to the complainant, on (B)(6) 2014, the patient was seen in the emergency room for hemoptysis and was treated with medication (exact type of medication not reported). The event was considered to be resolved on the following day, (B)(6) 2014. Attempts to obtain additional information regarding the type of medication used to treat the event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted baseline spirometry values: visit date: (B)(6) 2014. Pre-bronchodilator - fev1: 1.95; fev1 % predicted: 67.60; fvc: 3.74; fvc % predicted: 100.00. Post-bronchodilator - fev1: 2.07; fev1 % predicted: 71.50; fvc: 4.15; fvc % predicted: 110.90.